Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction was found. Based on the results of the investigation, the most probable cause of the foreign material on the air/water cylinder/tube and j-tube were due to known inherent risk of device which indicates reported adverse event known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material on the air/water cylinder/tube and j-tube. There was no patient involvement.